Event description:
Failure code 570. Information was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any patient incident involving this pump, since the last baxter service event. No additional information is known.